Event description:
Ra1000 displays annotation of r and l instead of p and a, respectively. Cr unit is agfa version 2.1.59. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).